Manufacturer narrative:
H.6 investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had "discrepant results." Customer reported that they received potentially discrepant result for campy while running the enteric bacterial panel assay. Customer repeated the campy positive samples for confirmation and noted that 3 samples came back negative upon retest, while 2 samples confirmed positive with retest. Customer run files were provided to bd service for analysis which revealed possible contamination issues or instrument issues. Customer was first advised to perform environmental monitoring and cleaning of the instrument to see if it resolves the issue. After multiple attempts to contact the customer, bd service was unable to confirm if the issue persists. This complaint is unconfirmed as there was not enough information provided to complete the investigation. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument there were potential discrepant results for the enteric bacterial panel assay. Customer repeated all campy positives and 3 came back negative on the rerun, while 2 confirmed a positive result. No patient impact was reported. The following information was provided by the initial reporter: customer stated they potentially had discrepant results on their max instrument, assay: enteric bacterial panel em was done on monday. Wipe test was all negative. This run happened right before em run# (B)(4). No issues since that run. No issues noticed with the run, no errors. Parapac transport carrier. Transport medium could be cary blair, customer not sure customer was repeating all campy positives on that run. 3 came back negative on the rerun 2 confirmed a positive result.

Manufacturer narrative:
Medical device expiration date: na. PMA/510(k)#: k111860, k130470. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument there were potential discrepant results for the enteric bacterial panel assay. Customer repeated all campy positives and 3 came back negative on the rerun, while 2 confirmed a positive result. No patient impact was reported. The following information was provided by the initial reporter: customer stated they potentially had discrepant results on their max instrument, assay: enteric bacterial panel em was done on monday wipe test was all negative this run happened right before em run# 2766 no issues since that run no issues noticed with the run, no errors parapac transport carrier transport medium could be cary blair, customer not sure customer was repeating all campy positives on that run. 3 came back negative on the rerun 2 confirmed a positive result.